Event description:
The customer reported a b30 and error 216 during inspection for use while using an olympus gastrointestinal videoscope. There was no patient injury.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image intermittent a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image intermittent due to fluid on the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.